Manufacturer narrative:
Exact date unknown, event occurred many months ago from the aware date.

Event description:
It was reported that the patients ipg was non-functional and its location caused discomfort. The patient underwent an explant procedure. The explanted device was not returned. No further information has been obtained despite good faith efforts.